Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The rn reported that the patient was complaining of cloudy bags after their treatment was completed. The rn reported lab work was completed and the peritonitis diagnosis was confirmed. The rn reported that the patient also had abdomen pain. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2020 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of gram-positive bacili (species unknown). The patient was treated with vacomycin and ceftazidime per clinic protocol inta-peritoneal (ip). Per the pdrn, the patient was later switched to the antibiotic tobramycin (dose unknown) ip. It was stated the patient did not require hospitalization. The patient is reportedly recovering and continues pd therapy with the same cycler without issues. The pdrn stated that the peritonitis was caused by the patient contaminating the pd catheter (not a fresenius product). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).